Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The longevity remaining went from 6.5 years to 3 years. A save to disk was sent in for engineering analysis and it was confirmed that the power consumption of this device has been increasing during the past year. Technical services recommend to replace the device. This pacemaker remains in service. No adverse patient effects were reported.